Manufacturer narrative:
File identification: (b)(4. D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the circuit/filter from ltv 1150/1200 device comes out on it's own. The airway adapter is coming loose from the ventilator. No patient harm was reported.